Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet device screen would not turn on with the button and that placing the pump on the charger resolved the issue, consistent with an unresponsive key or button associated with the switch component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical problem with an unresponsive button traced to the switch/relay component. It was concluded, based on previously established findings for similar reports, that the cause was a component failure.